Manufacturer narrative:
(B)(4). A review of records related to the device including complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. Parent information.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2019 and presented on (B)(6) 2019 with diffuse lamellar keratitis (dlk) stage 3 in the right eye and stage 2 in the left eye post treatment. Oral steroids methylprednisone then prednisone were prescribed and topical steroid drops were increased to resolve symptoms. A flap lift and rinse was performed. Patient chief complaint blurry vision and discomfort in the right eye more than left eye. It was stated that the patient had loss of best corrected visual acuity (bcva). Patient reported the symptoms are interfering with daily activities and the event is lasting and disabling. Pre-op bcva from (B)(6) 2019: right eye pre-op 20/15 -7.00 x -.50 x 85. Left eye pre-op 20/40 -7.00 x -.75 x 125. Bcva from (B)(6) 2019: right eye post-op 20/30. Left eye post-op 20/20.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA: 010215.